Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; air/water cylinder and suction cylinder had no color; right/left knob and up/down knob were both shaved; switch box had a dent; due to wear of angle wire, the play of the up/down knob was out of the standard value; plastic distal end cover had a crack; and the connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a jet channel error message. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air water cylinder and air water tube had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported the device had foreign material stuck in the air water channel tube. However, the device was returned without proper reprocessing steps completed. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.